Event description:
The customer reported approximately one to five milliliters of clear diluent leaked from the manual sampling probe during backwash and on the counter, while processing manual samples, involving the coulter® lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the rinse block leaking and lubricated the piston rod and adjusted the block position to line up with the prime position hole and resolved the issue. The fse was informed by customer of a clenz level sensing errors but could not duplicate the level sensing errors. The fse noted the sensors were in performance state, and the optical sensor was functioning. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).